Event description:
Dr is upset because the cuffs of the bronchio-cath ett's keep tearing on the teeth even when guides are used and caution taken. He wants to know why cuff material is so flimsy threatens to contact FDA with complaint, also threatens to switch to competitor. No reported injury to patient.